Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient has not been seen since 2008 (date unknown). At which time, no patient complications were reported. All other information is unknown and unavailable.